Manufacturer narrative:
Concomitant medical products: (B)(4) lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were experiencing hiccups that were very uncomfortable. It was determined that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. The lead was reprogrammed and the stimulation was reportedly resolved. The lead remains in use. No further patient complications have been reported as a result of this event.